Event description:
The device system was explanted "post mortum prior to cremation" and returned to the manufacturer for analysis. Repeated attemtps to obtain additional info from the hcp have been unanswered. A follow up report will be sent when additional info is received.